Manufacturer narrative:
(B)(4). The analysis results showed that the tl90 device was received with the hook shroud opened by the seam and with no cartridge loaded on the device. No functional test could be performed due to the condition of the device. No functional test could be performed due to the conditions of the returned device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout slide tip and the adjusting knob damaged. The damage to the lockout slid tip and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device did not work. It was unknown how the procedure was completed. There was no patient consequence. No additional information is available.